Manufacturer narrative:
Section e1: reporter phone number as originally reported (B)(6). Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. A system controller event log file and periodic log file were submitted for review and data associated with the reported event were observed from the dates of 16apr2025 - 22apr2025. The log files captured a backup battery fault alarm from (B)(6) 2025 at 00:10:32 to (B)(6) 2025 at 14:14:34 that was associated with a backup battery end of service life fault. Review of the log files revealed that the system controller was running a newer software version, that by design presents a backup battery fault associated with the backup battery being expired only on the system monitor and does not activate on the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that no products would be returned for analysis. The root cause of the backup battery fault alarm was determined to be the backup battery being expired. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain that the backup battery has a limited lifespan of 36 months from the manufacture date. Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Additionally, the IFU informs the hospital staff to use the system monitor to check the expiration date and the number of months remaining until the backup battery needs to be replaced. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 05jul2020. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU (rev. C) section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Heartmate 3 IFU (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline power fault. The modular cable was exchanged. The exchange resolved the fault. System controller (B)(6) was also exchanged due to the driveline power faults. Review of the submitted log files captured backup battery faults on system controller, serial number (B)(6), and system controller, serial number (B)(6). Additionally, the log files captured low power hazard and power cable disconnect alarms while connected to the mobile power unit (mpu) that were consistent with a loss of power to the system. The mpu was noted to have a v lock connector. The mpu power cord did not come loose from the outlet or back of the unit, and no environmental circumstances were reported which could have contributed. The mpu was not removed from use.